Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of 80fpa and has a 510k of k933326. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol, at an unspecified rate, via a plum pump. After an unspecified length of time in use, it was reported that a leak of solution was noted at the filter of the tubing set. It was reported that an unspecified volume of solution came in contact with the patient's skin. The leak of solution was cleaned up according to the user facility's protocol. Though requested, no additional information was provided including if any medical interventions were required and patient outcome.